Event description:
It was stated that the insulin pump alarmed during the manual prime. The customer was connected to the infusion set during the manual prime and 150 units of insulin was delivered into his body. The customer was then taken to the hospital to be treated for his low blood glucose levels, which had dropped to 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.